Manufacturer narrative:
No specific device information provided. The date of the event was noted as the date of publication as no specific event date was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Safety and efficacy of endovascular treatment for tiny ruptured intracranial aneurysms with low-profile visualized intraluminal support stents multiple manufacturer¿s devices were used in the study population: the study specifically mentions the use of low-profile visualized intraluminal support (lvis) stents, which are manufactured by microvention terumo. Echelon 10 microcatheter and the selectplus mic rocatheter were also used during the procedure. Death occurred in the study population: there was one reported death due to an intraoperative aneurysm rupture. No postoperative ischemia occurred in patients treated with the lvis stent, but intraprocedural thrombus formation occurred in three patients. All three patients were recanalized after treatment with tirofiban. Intraprocedural aneurysm rupture occurred in two patients treated with the coiling-only technique, and postoperative ischemia occurred in four patients. One ruptured patient died, but other patients recovered well after medical therapy and rehabilitation. No further information was provided pertaining to medtronic products.